Event description:
Boston scientific received information that during the implant procedure of this cardiac resynchronization therapy defibrillator (crt-d) just after wound closure noise was noted on the ventricular channel and the patient received inappropriate anti tachycardia pacing (atp) therapy while a shock was diverted after redetection. The patient was re-opened and measurements were all normal when tested by the pacing system analyzer (psa). Finally, the physician discovered that the is-1 connection was lost and upon reconnecting the lead into the device noise was no longer seen on the ventricular channel, and the procedure was completed successfully. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this event will be updated.